Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: summary: technical fault: 444004 (voltage out of tolerance).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Additional information added in follow-up #1 (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. The issue occurred during ventilation. Nevertheless, the event did not cause or contributed to a death or serious injury. The root cause of the event was deemed to be a defective check valve. After replacing the check valve, service software checks, tests and calibration performed. The device was found to be functional and was released for use. If the ventilator will trigger the tfs during ventilation it will go into ambient mode. In that state, the issue could potentially impact patient safety since the ambient mode of the device could result in inadequate ventilation support. Therefore, the event is deemed as a reportable event.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: summary: technical fault: 444004 (voltage out of tolerance).